Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 4 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that on a follow-up CT scan, the right limb was found to have occluded due to compression (MFR report # 2953200-2011-01425). The patient is asymptomatic and has collateral flow on the right side. No intervention has been performed. No additional clinical sequelae were reported, and the patient is fine. An internal review of pre-implant films showed a small distal aortic diameter (13-17 mm) which is also calcified. Post-implant films at 3-months show the stent graft bifurcated stent graft is occluded within the aortic body, beginning proximal to the flow divider, continuing distally, with the right (contralateral limb totally occluded. The contralateral limb appears partially crushed at the aortic bifurcation. The left ipsilateral limb is patent.

Manufacturer narrative:
(B)(4). Evaluation results: (occlusion).